Event description:
The user facility reported a 72-year-old male patient was scheduled to be implanted with an impella 5.5 device for mechanical circulatory support. During setup, the aic displayed a placement signal not reliable alarm. The decision was subsequently made to not implant the noted pump and a second pump was then placed for support. No harm or injury from delay.

Manufacturer narrative:
The data logs were reviewed and the unreliable placement signal alarm was observed. The returned product was connected to the aic; no errors were observed. To confirm that the root cause was most likely misuse, the returned product was connected to the snr test bench and the observed snr graphs and 5s values were within spec. Upon conclusion of the investigation, a definitive cause for the noted issue could not be established. This report is being filed as part of a retrospective review of historical records.